Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd syringe luer-lok¿ tip was cracked. This occurred on 4 occasions. The following information was provided by the initial reporter: material no: 302995 batch no: 9024756. It was reported that 4 syringes were cracked and facility was unable to use . Reported issue: four of the items were cracked and unusable.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip was cracked. This occurred on 4 occasions. The following information was provided by the initial reporter: material no: 302995, batch no: 9024756. It was reported that 4 syringes were cracked and facility was unable to use. Reported issue: four of the items were cracked and unusable.